Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, healthcare professional reported seroma-late.

Event description:
Healthcare professional reported a left side rupture and seroma-late. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; the weight the device within specification and white particles on the shell. A visual and microscopic analysis was performed which identified; two striated openings on anterior. Based on the device analysis the final assessment is two striated openings on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted. Additionally, healthcare professional reported seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2. G.1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.